Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was cracking of the casing near the hub of a 6f infiniti pigtail 110cm 6sh diagnostic catheter. There was no reported patient injury. The device was never used. The cracking was noticed by scrub tech after opening package. An image was provided for review. The picture shows a catheter with a strain relief that shows signs of degradation. Per the account, there may have been a second pigtail with the same issue. No additional information related to this device was provided. The devices associated were not returned as expected. The reported malfunction ¿strain relief ¿ degradation¿ could not be substantiated for the second device, which reportedly may have exhibited the same issue. The device was not returned, images were not provided, the lot number was not available, and limited information was provided. As a result, it was not possible to determine whether a malfunction occurred or to assess user compliance with the product labeling. Based on the limited information provided, there is no evidence to suggest that the reported event for this unreturned device is related to the design or manufacturing process of the 6f infiniti pigtail 110 cm 6sh diagnostic catheter. Therefore, no preventive or corrective actions are warranted for this unconfirmed event at this time.

Event description:
As reported, there was cracking of the casing near the hub of two 6f infiniti pigtail 110cm 6sh diagnostic catheters. There was no reported patient injury. The device was never used. The cracking was noticed by scrub tech after opening package. Three images were provided for review. One of them shows a catheter with a strain relief that shows signs of degradation. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.